Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report insulin pump alarming no delivery. Customer stated that after their third infusion set and reservoir change, the device stopped alarming. Patient's blood glucose level was fluctuating between 600 mg/dl to 700 mg/dl at the time. Customer visited their healthcare provider the following day to treat high blood glucose levels. Patient declined troubleshooting insulin pump and would not return the device for analysis. Nothing further reported.